Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the left ventricular lead exhibited out of range impedance. The lead was explanted and replaced.